Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4) awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2010. Additional information was received on 13-aug-2015. Consumer reported that she has had hair loss, odd bleeding, pain, headaches, a miscarriage in (B)(6) 2015 and a hysterectomy on (B)(6) 2015 due to essure failed. She stated that essure caused her to lose her uterus. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had odd bleeding (interpreted as genital bleeding). She also had a miscarriage 4 years and a half after insertion (implying a pregnancy with essure). She underwent a hysterectomy approximately 5 years after essure insertion. These events are serious due to medical significance. Genital bleeding and pregnancy are listed events in the reference safety information for essure, while the remaining event is unlisted. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of the event odd bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place; the failure rate may be increased due to patient non-compliance. In the present case, it was not reported whether the consumer underwent a confirmation test post insertion. However, since the pregnancy occurred more than 4 years after essure insertion, causality with the suspect insert cannot be excluded (device ineffective). Regarding miscarriage, it is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not reported. However, given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had odd bleeding (interpreted as genital bleeding). She also had a miscarriage 4 years and a half after insertion (implying a pregnancy with essure). She underwent a hysterectomy approximately 5 years after essure insertion. These events are serious due to medical significance. Genital bleeding and pregnancy are listed events in the reference safety information for essure, while the remaining event is unlisted. Abnormal genital bleeding and menses pattern changes may occur after essure insertion. Given the nature of the event odd bleeding and in the lack of an alternative explanation, causality with essure cannot be excluded. Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place; the failure rate may be increased due to patient non-compliance. In the present case, it was not reported whether the consumer underwent a confirmation test post insertion. However, since the pregnancy occurred more than 4 years after essure insertion, causality with the suspect insert cannot be excluded (device ineffective). Regarding miscarriage, it is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not reported. However, given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect.